Event description:
Note: this report pertains to one of three resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific that three resolution 360 ultra clip devices were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the physician wanted to put a clip against a delayed bleeding after polypectomy. The clip was fired and was able to grasp onto tissue; however, the clip did not detached from the catheter despite opening and releasing the handle. After several movements of opening and closing, the clip eventually detached from the catheter but was sitting loose on the tissue. The same problem occurred with the second and third resolution 360 ultra clip devices. It was reported that the devices were removed and the procedure was completed with a resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of three resolution 360 ultra clip devices used in the same patient and procedure. It was reported to boston scientific that three resolution 360 ultra clip devices were used in the sigmoid colon during a colonoscopy procedure performed on (B)(6), 2022. During the procedure, the physician wanted to put a clip against a delayed bleeding after polypectomy. The clip was fired and was able to grasp onto tissue; however, the clip did not detached from the catheter despite opening and releasing the handle. After several movements of opening and closing, the clip eventually detached from the catheter but was sitting loose on the tissue. The same problem occurred with the second and third resolution 360 ultra clip devices. It was reported that the devices were removed and the procedure was completed with a resolution 360 clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Medical device problem code a15 captures the reportable event of clip difficult to release from the catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and the device had evidence of full deployment. The catheter was kinked next to the bushing. Microscopic examination was performed and it was found that the bushing had hit marks on the top and on one hook. Dimensional examination was performed on the bushing outer diameter, and it was found to be within specification. A dimensional analysis was also performed between the hooks of the bushing and both sides were noted to be within specification. No other problems with the device were noted. The reported event of clip difficult to release from catheter was not confirmed. Investigation found that the bushing had hit marks on the top and on one hook, this is likely due to the interaction between the yoke and the capsule, in order to deploy the clip. Regarding the found problem of catheter being bent next to the bushing, this could have been caused by operational factors such as the clip insertion or removal from the scope. However, the device was returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The investigation findings and all information available do not lead to a clear conclusion about the cause of the reported adverse event. Therefore, the most probable root cause is cause not established. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.